Event description:
Issue identified with 0.9% sodium chloride injection 10ml flush made by bd nhric# (B)(4) lot# 2306311 exp 2015-10. Clear plastic piece attached to black plunger dislodges during use. Dates of use: (B)(6) 2013. Diagnosis or reason for use: line flush.